Event description:
Surgeon used harmonic 1100 shears for total lap hysterectomy. Harmonic shears were working normally, then harmonic machine had an error pop up on the screen. Harmonic machine prompted surgeon to remove shears, which he did. Then it prompted him to clean the shears which the scrub tech did. Harmonic machine prompted surgeon to perform a self-test. When surgeon did self-test, an error indicated to replace the instrument. Harmonic shears removed from surgical field and new one opened for procedure. Harmonic shears given to or materials department.